Event description:
Information received by email. Consumer "got a severe inflammatory response from their acuvue toric lenses. It was so bad that pt has blood vessels that grew into their cornea." Consumer did not respond to replies and requests for additional information.